Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two of the deployment tubes detached from the hub while the seals were being loaded into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.